Event description:
It was reported the insulin pump alarmed button error. Alarm did not occur after holding the buttons more then three minutes. No moisture exposure. No further information reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. No moisture damage on electronics noted. The device was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and scratched case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.